Event description:
Information was received indicating that both pumps were exhibiting multiple no disposable alarms, not detecting the cassettes, when a smiths medical, cadd medication cassette was attached. It was reported there was 68.6 ml infusion remaining and the pump was running at 37 ml over 24 hours. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4).